Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete. An investigation is in process.

Event description:
The customer contacted abbott customer support in response to the fa23mar2010 customer communication. The customer stated the gains setting on the cell-dyn emerald analyzer did not match. Because the customer was not on site with the cell-dyn emerald analyzer at the time of the call, the customer agreed to call back to edit the gains setting. There was no adverse impact to patient management reported.